Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, undersized implant bed, mobility. Some pain when abutment first seated but patient believed it was from pinching her gums. Implant likely not integrated at that point.